Event description:
On (B)(6), 2008 a bioarc was implanted in the plaintiff to treat her stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff suffered "inflammation of the pelvic tissue," "tissue and nerve damage," "significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.